Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 12:49:10. During night drain cycle one, the patient's ultrafiltration reading was 519ml, indicating the home patient (hp) drained 519ml more than their maximum programmed fill volume of 120ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause for the iipv was undetermined; there was not enough accurate information to make a determination and there were 2 bypasses recorded in the logs but the steps bypassed are unknown. If any additional information is received, a follow-up will be sent.